Event description:
A surgeon reported that a pt on plaquenil therapy was experiencing a decrease in humphrey visual field testing following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 01/19/2009, 02/02/2009, and 02/03/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/13/2009.